Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella IFU: impella cp with smartassist system, section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that the waveforms of an implanted impella 5.5 pump became irregular during patient support. An impella in aorta alarm appeared despite the device being properly positioned. It was additionally reported that the patient's labs had begun to hemolyze. The pump was replaced in response to the noted issues. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The fm thrombus was added based on data logs and returned product investigation. The fm positioning issues was added based on the investigation. Hemolysis: the returned product had biomaterial on the impeller. The biomaterial was removed and the pump passed hemolysis testing with an mih of (B)(6). Hemolysis was first reported from a csc call on (B)(6) 2025 and a confirmation from the representative on an internal call on (B)(6) 2025 confirmed that there was concern for hemolysis started on (B)(6) 2025 around 4:17 pm. The csc call also stated that there was md acknowledgement of an echo showing the pump pointing towards the mitral valve. They required more formal imaging after that. However, the representatives are unsure of the pumps positioning during this time. The data logs show that on (B)(6) around 8am there was a decrease in motor current and flows and impella position unknown alarms. The representatives on the internal call on (B)(6) 2025 were unsure of anything occurring at this time. Around 4pm on (B)(6) there were positioning alarms with uncoupling of the ao and lv signal, but no motor current spikes or change in flows. This uncoupling shows that they are experiencing slight diastolic suction. On (B)(6) around 6:30pm there was ingestion event occurred, where there was a spike in motor current and flows became slightly saturated. The pump was explanted shortly after. Due to hemolysis being reported on (B)(6), lack of confirmation from the representatives on positioning of the device, and the pump passing hemolysis testing, the root cause of the hemolysis cannot definitely be determined. Thrombus: thrombus can be observed in the body or on the pump upon explant. When making a determination as to the cause of the thrombus, the following clinical information must be considered: ¿patient's medical history, including any previous thrombotic events or conditions ¿description of the location and characteristics of the thrombus (e.g., size, shape, consistency) ¿relevant laboratory test results, such as coagulation profiles and platelet counts ¿imaging studies, including ultrasound, CT scans, or angiography, to assess the extent and location of the thrombus ¿any underlying medical conditions or risk factors that may contribute to thrombus formation (e.g., atrial fibrillation, hypercoagulable states) ¿medications or treatments that the patient was receiving at the time of thrombus formation ¿surgical or procedural details if applicable (e.g, cardiac catheterization) ¿any symptoms or clinical manifestations associated with the thrombus (e.g., pain, swelling, ischemic events) ¿presence of any other indwelling cannulae, lines, or devices such as ECMO, dialysis catheters, swan gantz catheters, central lines, etc. ¿response to any previous anticoagulation or thrombolytic therapies, if applicable. With a returned impella, the device could be inspected for any burrs or rough edges that may promote thrombus growth. Optical signal issue: the clinical details state "waveforms became irregular. Impella in aorta alarm despite proper position. Hemolyzed labs and red urine. New pump improved everything." Further information shows: the representatives stated on (B)(6) there was an "decoupling" of the ao and lv signal. The csc call on (B)(6) @4:17pm stated that an echo showed pointing towards the mitral valve. However, representatives could not confirm improper positioning. The data logs show stable 5s parameters, but a decoupling of the lv and ao ps as there were slight changes in motor current but the placement signal remained stable. There was a csc call on (B)(6) @5:21am where there was an ongoing impella position in aorta alarm where the ps became erratic but all other numbers did not change. The md acknowledged that the pump was near the papillary muscle. However, the representatives, do not confirm improper positioning. The data logs show that during this timeframe there were impella position in aorta alarms and suction and appear to be accurately triggered if the pump was near the papillary muscle. Additionally, there is a cyclic pattern in the ps and raw optical sensor, where your snr and contrast decrease while your ps and raw optical increase. This cyclic pattern shortly resolves. There were no further patient related information provided and improper positioning was not confirmed by the representatives. Additionally, no further devices said to be used during this time. The returned product showed no damages or abnormalities with the optical system. The 5s parameters were taken from the returned product, and all were within specification. The pump was ran in the lab and the optical sensor performed and held pressure. Due to lack of confirmation regarding positioning or other patient related factors, no hard failures seen of the optical sensor, and the optical sensor adequately functioning on the returned product, the root cause of the optical signal issue cannot be determined. Positioning issues: the pump was noted from the csc calls to be in not an optical position twice throughout the case. No other information was provided regarding it. Due to lack of sufficient clinical details, the root cause of the positioning issues cannot be determined.

Manufacturer narrative:
D6b "if explanted, give date" corrected.

Manufacturer narrative:
G3 ¿date received by manufacturer¿ corrected.